Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device was used in a roux-en-y procedure. The team consisted of one resident physician, a circulating nurse and a scrub nurse. The first two reloads were used 3 times. (Entered into the cavity, 2-3 sutures/knots were made and then removed from the cavity; entered into the cavity a 2nd time to make a few more stitches/knots and then removed; and then a 3rd time). On the 2nd use of the 2nd reload, the needle felt like it was off balance. On the 3rd use of that reload the needle popped off the jaw. The physician seemed to be fully squeezing the handle and had not change the amount of squeeze force used. The scrub nurse was very cautious on the 3rd reload. She felt there was too much play (too loose) with the needles in the jaw and after three reloads she changed the device. Additional information has been requested but not yet received.